Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that an impella cp pump failed to properly prime during preparation for implant. The pump was replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
The investigation of priming issue has been completed. Based on purge pressure and flows being within specification at the beginning of the case in field data logs and returned products being able to prime without issue, the root cause of the priming issue was determined to most likely be no problem found. The medical safety officer reviewed and determined the following: there is not enough evidence to exclude the impella cp pump 1 used as an associated factor in the patient's outcome. There was an interruption in the procedure as a result of the device malfunction (no purge noted exiting the pump). However, it must be noted care was withdrawal because the patient never quite recovered. D9 device returned to manufacturer date added b1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29558. B2 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29558. B5 narrative of patient outcome and medical safety officer review was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29558. D6b explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29558. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-29558. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-29558. New code entered. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29558.

Event description:
The medical safety officer reviewed and determined the following: there is not enough evidence to exclude the impella cp pump 1 used as an associated factor in the patient's outcome. There was an interruption in the procedure as a result of the device malfunction (no purge noted exiting the pump). However, it must be noted care was withdrawal because the patient never quite recovered.